Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2007, product type: catheter. (B)(4). Analysis of the pump found no anomaly. As received the pump outlet port was not capped. Analysis performed a test with a needle inserted at the edge of the reservoir fill port otherwise known as the septum and deflected off of the chamber area and no leak was detected. Conclusion: was updated and no longer applicable.

Event description:
It was reported the patient had the pump explanted "within ten days of the implant". Investigation revealed the device was explanted, due to infection. Both the pump and catheter were explanted. The drug in the pump was morphine (concentration unknown) delivered at 0.75 mg/day. The symptoms of infection included a fever. The outcome was reported as no injury; recovered without sequelae.